Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted proximal gastrectomy surgical procedure, the force bipolar instrument did not move. The hospital staff removed the instrument and saw that the jaw had popped off the hinge. Surgery staff indicated that no fragments broke off or fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Visual inspection-external, visual inspection-internal, manual articulation of inputs, recognition, engagement, and intuitive motion tests/ inspection were performed and the complaint could not be reproduced. Failure analysis could not verify the customer reported event of "surgery staff indicated that the surgeon went to use articulate this instrument and did not move.". The force bipolar instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was not fully functional. Product issue was found with a broken conductor wire. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage.

Event description:
Refer to h11 for follow-up information.